Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noisy signals, impedance issues, loss of capture, oversensing, high pacing/defibrillation threshold and respiratory rate trend (rrt) oversensing. Rv lead was found to be fractured resulting in these observations. Additionally, patient was noted to have twiddlers syndrome. This rv lead was explanted and replaced with a new lead. ICD device remains in service. No additional adverse patient effects were reported. This lead has been returned for analysis. Subsequently, additional information was received indicating rv lead pacing impedance was high out of range.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Lead was returned in two segments, severed approx.110 mm from the terminal end. This indicated induced damage during explant. The twiddler's syndrome was confirmed - based on the observation of a twist in the lead body approx. 75-110mm from the terminal end. Lead was fractured rs+ conductor, located approx.28 mm from the terminal end. Fracture characteristics are consistent with a ductile fracture. This type of damage may indicate twiddler's syndrome due to the twists in the lead body. This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noisy signals, impedance issues, loss of capture, oversensing, high pacing/defibrillation threshold and respiratory rate trend (rrt) oversensing. Rv lead was found to be fractured resulting in these observations. Additionally, patient was noted to have twiddlers syndrome. This rv lead was explanted and replaced with a new lead. ICD device remains in service. No additional adverse patient effects were reported. This lead has been returned for analysis. Subsequently, additional information was received indicating rv lead pacing impedance was high out of range. No additional adverse patient effects were reported.

Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noisy signals, impedance issues, loss of capture, oversensing, high pacing/defibrillation threshold and respiratory rate trend (rrt) oversensing. Rv lead was found to be fractured resulting in these observations. Additionally, patient was noted to have twiddlers syndrome. This rv lead was explanted and replaced with a new lead. ICD device remains in service. No additional adverse patient effects were reported. This lead has been returned for analysis.